Manufacturer narrative:
Investigation results: the complaint of needle disengagement difficulty could not be confirmed. One 20g nexiva device was provided for investigation. A functional test revealed that the needle could be withdrawn through the tip shield without resistance. The tip shield washer and needle alignment showed no damage or defects. As the condition of the returned sample does not support the complainant¿s description of the reported event, the complaint could not be confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port needle was difficult to disengage from hub. The following information was provided by the initial reporter: scratching and resistance felt when rn pulling back white hub of nexiva IV prior to starting IV. No adverse event reported.